Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter of "123, 103, 150 and 144 mg/dl" compared to "105, 81, 113 and 117 mg/dl" on another meter (ot ultraeasy), performed less than 30 minutes apart. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.